Manufacturer narrative:
Investigation summary: based on the investigation results, the reported issue carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend and service notes were reviewed. The potential cause for the customer experiencing carryover was due to clogged fittings and restrictors on the instrument. The issue was resolved after the cell wash assembly was replaced. No further problems were noted, and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment.

Event description:
It was reported that while using bd facs¿ lwa, the customer encountered carryover involving patient samples. There was no report of user impact. The following information was provided by the initial reporter: "machine have carry over issue. Customer already performed cleaning troubleshooting but issue persist" contamination: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Carryover between patient samples 2. Please describe any additional details: go to patient samples checklist. System has evidence of carryover between samples. Customer has had to process samples by hand and not use lwa contamination: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Carryover between patient samples 2. Please describe any additional details: go to patient samples checklist. System has evidence of carryover between samples. Customer has had to process samples by hand and not use lwa patient samples checklist: 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required. No.

Event description:
It was reported that while using bd facs¿ lwa, the customer encountered carryover involving patient samples. There was no report of user impact. The following information was provided by the initial reporter: "machine have carry over issue. Customer already performed cleaning troubleshooting but issue persist". Contamination: 1. Were patient samples contaminated or was their carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Carryover between patient samples 2. Please describe any additional details: go to patient samples checklist. System has evidence of carryover between samples. Customer has had to process samples by hand and not use lwa. Contamination: 1. Were patient samples contaminated or was their carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Carryover between patient samples 2. Please describe any additional details: go to patient samples checklist. System has evidence of carryover between samples. Customer has had to process samples by hand and not use lwa patient samples checklist: 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required. No.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.